Manufacturer narrative:
¿H10 h3, h6: one 72202263 biosure peek 7x25mm screw used for treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Product was returned in good condition. There was no sign of stripping. There was light bio matter attached to the distal tip, otherwise there was no observation aligned with the allegation. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per IFU 10600465: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared with the recommended smith and nephew drill and/or tap prior to implantation. Excessive force should not be placed on the delivery instrument.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. There was no evidence to suggest that product from this family did not pass requirements upon release for use. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that the biosure surface was not smooth. The tip of the anchor looked broken. No patient was involved as the failure was found before the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.